Manufacturer narrative:
The information for the additional 510k is as follows: g4. PMA/510(k)#: k974883. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before using bd bbl¿ mgit¿ oadc, one (1) sealed oadc vial was observed to have fungal contamination. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary - bactec mgit oadc enrichment (material 245116) is manufactured by mixing media components into a homogenous solution. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedure. Six bactec mgit oadc enrichment vials are then manually packaged into a carton to complete the kit. The batch history record for mgit 960 growth supplement batch 4284940 was satisfactory per internal procedures. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed and there are no other complaints on batch 4284940. For this product, retention samples are maintained as individual components and not tested as the photos can confirm the complaint defect. Two photos were received to assist with this complaint. Both photos showed supplement vial batch 4284940 exp 2026-04-10 with a white mass floating in the media. No returns were received to assist with this complaint investigation. This complaint can be confirmed for contamination from the photos received. No complaint trends were identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for contamination.

Event description:
It was reported before using bd bbl¿ mgit¿ oadc, one (1) sealed oadc vial was observed to have fungal contamination. There were no health impact or consequences reported.